Manufacturer narrative:
The patient age was not provided. Unique identifier (UDI) #: (device identifier) -(B)(4). Approximate age of device ¿ 37 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2017, the patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. On (B)(6) 2017, it was reported that the patient's international normalized ration (inr) was slightly decreased and the patient's lactate dehydrogenase (ldh) level was slightly increased. The lvad reportedly sounded smooth. The system controller log file was reviewed and an increase in power and a decrease in average pi were observed, which is indicative of possible pump thrombus. On (B)(6) 2017, it was communicated that the patient underwent a pump exchange on (B)(6) 2017 due to pump thrombus. No further information was provided at the time of this report.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 13 inches from the pump housing. Upon disassembly of the returned pump, a flat, tissue-like thrombus formation was present on the body of the rotor, obstructing one of the rotor blades. The formation was not adhered to the rotor, but areas of the thrombus were denatured, indicating that it was present while the pump was operating. Additionally, there was small thrombus near the bearing cup on the distal side of the rotor. The thrombus showed a similar texture to portions of the thrombus on the rotor suggesting that it may have potentially broken off from the larger thrombus. Although a root cause for the development of these depositions could not be conclusively determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level. Additionally, these depositions could have created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations captured in the submitted log files. The pump¿s bearings, rotor, and blood-contacting surfaces were examined and no abnormalities were found. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.